Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic after feeling a vibratory notifier. Patient was asymptomatic. Upon device interrogation it was found that the device was at eri. During the previous follow-up the device had estimated over a year of longevity with no hv therapies having been delivered during this time. Premature battery depletion is suspected. Device was explanted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. However, review of the session record noted that a rapid drop in the battery voltage had occurred in one day. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the reported premature battery depletion could not be determined.